Event description:
It was reported that a patient experienced an issue on the homechoice while the patient was disconnected. This occurred during an unknown process step of peritoneal dialysis therapy. The patient stated that the machine made a crackling sound then the homechoice smelled burnt. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for sample evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed. Functional tests were performed during sample analysis. Upon conclusion of the investigation, the cause of the reported event was a power supply failure. The power supply was replaced to revolve the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.